Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently extended time to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defibrillation cycle testing, and internal inspection without duplicating the report. The battery used during the reported event was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.